Event description:
It was reported that the device had involved in unknown patient involved incident. The customer has requested a log review of the pca to determine the dates and times the pump was manipulated. There was patient involvement but no harm. Although requested, additional information was not provided.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI)#. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: a log review was requested to investigate possible tampering with the pca module while the device was in use which occurred on approximately july 26, 2024. The incident time was not reported. The review of the pcu event log began when the suspect pca module was selected for programming on 26 july 2024 at 12:13:20 pm, a bd 30 ml syringe with an available volume of 27.7662 ml was loaded into the suspect device and an infusion was programmed for drug ID 633 (drug unknown) pca dose only infusion. An initial loading dose of 0.8 ml was programmed and the pca dose only infusion was started. From 12:51:57 pm to 7:14:29 pm, a total of seven (7) pca dose requests were made. The primary volume infused up to this time was calculated to be 5.7 ml. From 9:12:49 pm to 9:13:00 pm, there were recorded entries of the pca door being opened, the syringe clamp opening, and a check syringe alarm occurring. From 9:18:31 pm to 9:20:53 pm, the suspect device was selected for programming and a bd 30 ml with an available volume of 22.3985 ml was programmed to infuse drug ID 633 (drug unknown) pca dose only infusion. At 9:56:20 pm, one pca dose requests was made. The primary volume infused was recorded to be 6.4 ml. At 10:26:05 pm, a pca dose request was made hovered was not delivered, the suspect device was paused. Shortly thereafter, there were recorded entries of the pca door opening, the syringe clamp being opened, and a check syringe alarm occurring. At 10:29:14 pm, the suspect device was selected for programming and a bd 30 ml syringe with an available volume of 20.0012 ml was loaded into the suspect device and programmed to infuse drug ID 633 (drug unknown) pca dose only. From 10:30:29 pm to 11:02:07 pm, two (2) pca dose requests were made. The primary volume infused was recorded to be 7.8 ml. On 27 july 2024, from 2:58:02 am to 6:49:32 am, four (4) pca dose request were made. The primary volume infused up to this time was calculated to be 12 ml. It should be noted that at 6:49 am the recorded las recorded volume in the syringe was 14.4012 ml. At 7:26 am the suspect device was selected and paused. Shortly thereafter, there were recorded entries of the pca door being opened, the syringe clamp opening, and a check syringe alarm occurring. From 7:44:00 am to 7:50:01 am, the suspect device was selected for programming and a new bd 30 ml syringe with an available volume of 29.8127 ml was loaded into the suspect device and programmed to infuse drug ID 633 (drug unknown) pca dose only. The total volume infused with the suspected first bd 30 ml syringe that was used was recorded to be 12 ml. The suspect pca module would continue to be used until the suspect device was channeled off on 29 july 2024 at 11:33:11 am and the system was completely shut down shortly thereafter. Inspection and testing of the suspect pca module, pcu, and the bd 30 ml syringe could not be performed as the devices and the administration sets were not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: log review was requested by the facility regarding possible tampering of the suspect pca module while the device was in use. There was no allegation of a product deficiency.

Event description:
It was reported that the device had involved in unknown patient involved incident. The customer has requested a log review of the pca to determine the dates and times the pump was manipulated. There was patient involvement but no harm.. Although requested, additional information was not provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.